Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The customer did not retain a sample for this complaint; therefore, visual inspection could not be conducted. All products are sterilized and sterilization cycle parameters are verified for acceptability and are to meet specifications prior to release. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. With the information available to date, no evidence exists to suggest the product contributed to the reported event. No action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an endophthalmitis case that resulted in enucleation. There were no samples available. The customer stated that they do not know what products caused the problem. Additional information has been requested; however, the customer informed that no further information is available.